Event description:
It was reported that this right ventricular lead were explanted due to high pacing impedance measurements. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).